Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory¿s destructive investigations final report, the device evaluation, and the legal manufacturer¿s investigation. An olympus endoscopy support specialist (ess) was dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. Following numerous attempts to reach out to the customer in order to schedule the in-service appointment, no reply was received, therefore no visit occurred. The device was sent to an independent laboratory for destructive sampling and culturing which took place between (B)(6) 2023. Twelve (12) scope points were sampled, and parts of the distal end and elevator mechanism were disassembled to facilitate the extraction process. The internal area of the distal end had growth of staphylococcus capitis and a velvety white colony. The velvety white colony was observed on a filter in an isolate two (2) and only the surface morphology could be determined. No growth was observed after streaking. After further review, it was determined that the isolate was not an organism. The instrument channel had growth of staphylococcus epidermis. Results from the destructive sampling did not correlate with the results from the original clinical sample of candida parapsilosis. Instead, staphylococcus capitis and staphylococcus epidermidis were identified, which are all low-concern organisms all of human non-gi origin. The results were inconclusive. The device was returned to an olympus for evaluation after destructive sampling and culturing. The plastic distal end body had scratches and dents. There forceps elevator wire was cut. The bending section cover glue was cracked. The forceps elevator was missing. The plastic distal end cover insulation failed. The scope leak check was unable to be performed. The forceps passage test was unable to be performed due to the missing elevator. The guide wire tension test and catheter test were also unable to be performed due to the cut elevator wire. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No delays observed during the end of endoscopic retrograde cholangiopancreatography (ercp) procedure and the beginning of reprocessing. Candida paraspilosis is a type of fungal yeast appearing ubiquitous throughout our world in domestic animals, aqueous environments, soil, insects and frequently recovered from human hands. Though current literature does not fully understand, it has also been detected in bile cultures and could therefore play a role in contamination when non-proper cleaning, disinfecting and sterilizing (cds) is performed. Based on the sponsor¿s literature research, candida parapsilosis has so far not been described in literature as being associated to contamination or patient infection related to ercp. Candida parapsilosis is identified as a high concern organism per the food and drug administration (FDA) 522 post market surveillance protocol definition for this study. The root cause of the issue could not be conclusively specified. The observed contamination was not related to patient use but may have been attributed to the reprocessing and / or sampling environment. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an medicator dsd edge automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regards to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation but was sent to an independent laboratory for destructive sampling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for one (1) colony forming unit (cfu) of candida parapsilosis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.